Event description:
The balloon of this device burst during the post dilatation of another manufacturer's coronary stent. The physician reported that he felt a sharp calcified lesion caused the balloon to rupture. A competitive product also burst after this unit.